Manufacturer narrative:
A complete lead was returned in one piece. Electrical testing and visual analysis did not find any anomalies.

Event description:
It was reported that during pacemaker implant procedure. The right atrial lead was exhibiting high thresholds. Physician attempted to reposition the lead several times, but the thresholds were still high. Physician removed the lead and replaced it with a new lead successfully. Patient condition was stable.